Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted the first two reloads were partially fired with the interlock engaged, and the third was fully fired. The jaws were open. Staple pushers were visible at the 4 cm cut line indicating the point where the handle compression had stopped. Pmv performed functional testing which included the reloads were loaded into the subject instrument for functional testing. The interlock was overridden and the reloads were then applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter when stapling the pulmonary parenchyma, the stapler blocked midway and was partially fired. The problem was repeated with several loaders. No reinforcement material was used.